Manufacturer narrative:
The synchroseal instrument has been evaluated by the failure analysis engineering (fae) team. The initial failure analysis (fa) was confirmed. The instrument had thermal damage on the cut electrode. No other issues were seen with this instrument. A review of the e-100 generator logs shows that the instrument performed a quantity of 62 seal event (se) and a quantity of 25 transect events without any errors. No electrode shorted errors were seen that could possibly explain the thermal damage.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the synchroseal instrument sparked at the jaws, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci synchroseal instrument to perform failure analysis. The synchroseal instrument was analyzed and found to have thermal damage to the cut electrode. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument passed the electrical continuity, cut, jaw gap verification and grip force tests. The grip force test result was 4.535 lbs. The energy delivery test was performed with various orientations of the grip tips and passed. No ceramic dots were missing. A review of the msc log shows no errors. The instrument will be transferred to engineering for further investigation and for e-100 log review. The complaint sparks coming out of the jaws was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of the reported event is attributed to a component failure. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument sparked. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, there were sparks coming out of the jaws of the synchroseal instrument when the surgeon sealed the tissue and went to cut. The issue would only happen when the blade was engaged. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-ups attempts to obtain additional information. However, no further details have been received as of the date of this report.